Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor (specific value was not provided). A correction bolus was given to address the bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned